Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unknown number of false positive results with the ID now covid-19 assay performed. No additional patient information, including repeat testing, confirmation testing, treatment. And outcome, was provided.

Manufacturer narrative:
Investigation complete: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1046070 with abbott diagnostics scarborough's limit of detection (lod) positive quality control x2 devices and negative control swabs x2 devices. All tests performed as expected with no false positive results observed. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1046070 and test base part number 190-430 / lot 1046070. Quality control release testing met specifications with no false positive results observed. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, this device lot is performing as expected. In conclusion, retention testing yielded expected results when testing internal qc samples and manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.